Manufacturer narrative:
(B)(6). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange the surgeon cut the pacemaker lead, damaging the insulation. The surgeon was able to replace the lead and there was no impact to the patient.

Manufacturer narrative:
(B)(4): brief description of complaint: damaged pacemaker leads-hcp cut the insulation on the pacemaker leads with the plasmablade. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0 product number: ps200-040 lot number: unknown expiration date: unknown quantity returned: 1 testing performed: device packaging inspection: one returned plasmablade 4.0 device was received inside a cardboard box within a sealed autoclave bag with no packaging to fill the negative space. There was no original packaging returned, therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. The device failed to connect to the eeprom verification reader to obtain the device information. There was a customs invoice provided. Device visual inspection: the device appears clean and used. All components appear in place and intact with no damage. There are no visual signs that relate to the reported complaint description. The device plug connector supplier is (B)(4). Functional inspection: both cut and coag buttons have a definitive tactile feel. The returned plasmablade 4.0 was connected to the complaint lab pulsar ii generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. The device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. The device was tested for functionality via activation in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation. The complaint was unable to be recreated for the ¿damaged pacemaker leads¿ issue that was reported. However, the device is an electrosurgical device, and as such, has the potential to cause physical damage to the leads when the device comes in direct contact with implanted leads. The use of electrosurgery in the presence of internal or external active implants is potentially hazardous. Lhr review: a review of the lhr is not possible because the lot number is listed as unknown within gch and there was no original packaging returned to obtain the device information. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated within the laboratory environment. The device functions as intended with no failures. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1368 rev. H - product specification and quality plan - plasmablade 4.0 70-10-1444 rev. A - peak plasmablade 4.0 - IFU 70-10-1429 rev. B - pulsar ii generator - operators manual 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 6794 pulsar ii - generator 7058 eeprom bypass connector 7213 eeprom verification reader. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange the surgeon cut the pacemaker lead, damaging the insulation. The surgeon was able to replace the lead and there was no impact to the patient.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange the surgeon cut the pacemaker lead, damaging the insulation. The surgeon was able to replace the lead and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.